Event description:
It was reported to philips that the device's paddles were rusted. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Results of functional testing indicate the paddles and handles were near water. The customer was provided with replacement external paddles, and the device returned to full functionality. The customer was provided a replacement external paddle set to resolve the issue. It has been concluded that no further action is required at this time.